Event description:
It was reported that, after cori assisted tka, it was noticed that there was a tear in the inner plastic of the ri robotic drill attachment. Procedure had been completed, without any delay, with the same device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the cori drill long attachment, p/n rob10015, sn (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported event was confirmed visually. The device wiper is tear. The most likely cause was improper handling of the device. Care and caution should be exercised during the surgical assembly. Refer to the cori surgical system user's manual for proper handling. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.